Event description:
It was reported that the patient was having telemetry issues. The device was unresponsive to telemetry attempts by the physician pr ogrammer, the patient programmer and recharger. The antenna locator was used with no por (power on reset) noted and there was no telemetry screen present on the patient programmer or recharger. The patient last felt stimulation about one week ago and the last recharge was just a couple weeks ago. The patient had lost a lot of weight and the device "protrudes" out more. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns with her device or therapy, but she was working with her physician and manufacturing representative. It was noted that the patient would call her physician for an appointment.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that there were telemetry issues, and a potential over-discharge. A physician-mode-recharge (pmr) was done, but the "recharge" screen did not appear. Another pmr was attempted. Ten days later, it was reported that the patient's battery was in over-discharge. The patient and company representative follow instruction on getting the device out of the over-discharged state. The patient had to leave due to time constraints. It was stated that the patient had not contacted the company representative since (B)(4) 2013. No further information was provided.

Manufacturer narrative:
(B)(4).